Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Device was discarded.

Event description:
It was reported that the patient presented with restoration in hand from a screw loosening iunihg). The doctor was able to replace the screw.

Event description:
It was reported that the patient presented with restoration in hand from a screw loosening iunihg). The doctor was able to replace the screw.

Manufacturer narrative:
The product associated with this complaint was not returned, it was discarded by the dentist. The complaint could not be verified. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.